Event description:
It was reported by the affiliate that the (2) 512 sd's were used during a laparoscopic cholecystectomy procedure. It was reported that the valve dislodged during the operation but did not fall into the pt. The same trouble occurred again with the new device. The case was completed with a new instrument. There was no consequence to the pt.